Event description:
Pt reported there is a black blot on the infusion device display. The infusion device is carried in a carrying system. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for evaluation. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.